Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 230 mcg/day via an implantable pump for intractable spasticity. It was reported that the drug in the pump was 2000 mcg/ml when patient came in on (B)(6) 2017. They filled the pump with 1000 mcg/ml baclofen but did not update the programming to reflect that or do a bridge bolus. They realized this after the patient left. It was calculated/confirmed that the hcp could wait until (B)(6) 2017 to bring the patient back since the pump would not hit the new 1000 mcg/ml baclofen before then. There were no symptoms reported or expected. On (B)(6) 2017, technical services assisted the hcp with programming a prime bolus to simulate a bridge bolus. The pump had been running at the current flow rate for (B)(6)hr (B)(6)min. (B)(4) ml had been dispensed since the pump was updated on (B)(6) 2017. Calculations were performed; the prime volume was (B)(4) ml, and the prime duration was (B)(6) hours (B)(6) minutes. The new dose was unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type programmer, physician (unknown programmer no longer applies). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.